Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.

Event description:
A surgeon reported two patients experienced corneal edema with 1+ flare and cells following routine cataract surgery. Ten days following the surgery, both patients' corneas were clearer and their vision was improving. Two medwatch reports are being filed for this report. MDR #3002037047-2007-00008 - pt #1 and MDR #3002037047-2007-00009 - pt #2. Additional information has been requested.